Event description:
Hospital reported, during a code they began to bag an intubated patient. Hospital noticed that the patient's chest was not moving and there were no breath sounds. The hospital reportedly extubated the patient and then re-intubated the patient and replaced the resuscitator. The case was continued with no reported harm to the patient. According to the hospital, when they examined the resuscitator after the case, they noticed the duckbill valve was missing.